Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, according to medical advice, the patient required the placement of a triple-lumen foley catheter for bladder irrigation. After connecting the irrigation fluid to the catheter inlet and opening it, no fluid was observed to flow out. The catheter was replaced, and catheterization was performed again. Repeated placement of urinary catheters caused redness and swelling in the patient's genitals.